Manufacturer narrative:
The commander delivery system was returned to edwards for evaluation. The device was returned with a stopcock attached and the loader cap over the flex shaft. The delivery system was locked in the packaging position with no flex or fine adjustment in use. During functional testing, a pinhole leak was observed on the proximal end of the working length of the inflation balloon during the inflation of the balloon. Aside from the pinhole noted during functional testing, no other visual abnormalities were found on the device. During dimensional testing, the inflation balloon double wall thickness was measured to determine if there were any product non-conformances that may have contributed to the pinhole observed. The inflation balloon double wall thickness was found to be within specification at all measured locations. During manufacturing of the commander delivery system, the delivery system and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. A DHR review was performed for the components most relevant to the complaint event. The work orders did not reveal any issues that could have contributed to the complaint event. A lot history review was performed and revealed no other related complaints. A review of the complaint history from (B)(6) 2019 to (B)(6) 2020 revealed other similar returned complaints. The complaints were reviewed based on similar reported events and associated root causes/evaluation codes. For those complaints, the event was confirmed but no manufacturing issues were identified in the returned product during the engineering evaluation. Available information suggested that procedural factors and/or patient factors may have contributed to the event. The occurrence rate did not exceed the (B)(6) 2020 control limit for the trend category. The IFU, system preparation manual, and procedural training manual were reviewed for instructions or guidance for proper use of the commander delivery system. If the delivery system balloon leaks after valve deployment, the physician is cautioned not to use excessive force when tracking the delivery system over the arch and removing it through the sheath. Guidewire position is to be maintained. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint was confirmed based on the condition of the returned device. A review of the relevant DHR, lot history, and complaint history revealed that it is unlikely that a manufacturing nonconformance contributed to the complaint events. Additionally, a review of manufacturing mitigations supports that the device has proper inspections in place in order to detect issues related to the complaint events. A review of the IFU/training material revealed no deficiencies. As noted, leakage was observed during post-dilation of the thv, placing the balloon in the patient annulus during the complaint event. It is possible that the interaction between the balloon and the calcification in the annulus may have caused the observed pinhole damage to the proximal working length of the inflation balloon. While a definitive root cause is unable to be determined, available information suggests that patient factors (calcification) may have contributed to the complaint event of balloon leakage. Since no edwards defect was identified to have contributed to the complaint event, no corrective/preventative actions are required. Additionally, since no product non-conformance was confirmed and the occurrence rate did not exceed the complaint control limit, a product risk assessment (pra) is not required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards japanese affiliate, during a tf tavr procedure the valve was deployed with 3ml less contrast than nominal volume, taking the patient¿s narrow sinus of valsalva into consideration. Post-dilation was performed with the same volume as there was residual mild paravalvular leak (pvl) observed. Blood backflow was observed while deflating the balloon that indicated balloon rupture had occurred. The delivery system was gently retracted and removed through the sheath without resistance. Visual examination found there was a pinhole on the balloon. Since the pvl decreased, no additional dilation was required. The device will be returned for evaluation. The aortic valve area measured 448.2 mm2 and moderate aortic valve and root calcification was reported.